Manufacturer narrative:
The device was returned to zoll medical; and ECG data was reviewed for the customer's reported malfunction. Evaluation of the ECG data found that the presented heart rhythm failed to meet the device's requirements for defibrillation and the device appropriately returned a "no shock advised" prompt. The device was recertified and returned to the customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while analyzing the heart rhythm of a patient (age & gender unknown) the device returned a "shock advised" determination for what appeared to be a non-shockable heart rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.